Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. Sc-1210b (sn (B)(6). Investigation results the ipg was not returned for analysis; therefore, a technical analysis could not be performed. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the implantable pulse generator (ipg) has been taking longer to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.